Manufacturer narrative:
Qn#(B)(4). The customer returned one merit medical dilator and a sheath from a 16fr safe sheath d-pro assembly for evaluation. Visual inspection of the sample confirmed the dilator tip was damaged. The dilator tip had completely separated from the body. The separated portion of the tip was not returned. Signs of use in the form of biological material was observed. The returned section of the dilator returned measured 8.25" indicating that at least 0.25" of the tip was separated and not returned per sheath/dilator product drawing. The outer diameter of the dilator measured 0.211" which is within specifications of 0.209-0.212" per sheath/dilator product drawing. The inner diameter at dilator tip could not be measured since the separated portion of the tip was not returned. The returned dilator was functionally tested with the returned merit medical sheath per IFU which states, "insert tissue dilator into sheath until dilator cap folds over valve housing and secures dilator onto sheath assembly." The dilator was inserted and withdrawn from the returned sheath with no issues. Manufacturing was consulted. They indicated that the observed damage is consistent with a supplier related defect. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation and bleeding." The reported complaint that the dilator tip was damaged was confirmed through complaint investigation. The dilator tip had completely separated from the body. Manufacturing personnel indicated that the observed damage is consistent with a supplier related defect. A non-conformance has been initiated to further investigate the separated dilator tip. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported that "during extraction, the tip of the smart seal introducer detached and remained inside and migrated into the distal pulmonary arterial district, without apparent instrumental (CT angio) and clinical consequences." It was reported the small piece retained created a pulmonary micro embolism "resolved without particular relief". The tip remained in the patient with no plans for removal. No medical intervention was required. The patient's condition is reported to be fine.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that "during extraction, the tip of the smart seal introducer detached and remained inside and migrated into the distal pulmonary arterial district, without apparent instrumental (CT angio) and clinical consequences." It was reported the small piece retained created a pulmonary micro embolism "resolved without particular relief". The tip remained in the patient with no plans for removal. No medical intervention was required. The patient's condition is reported to be fine.